Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via FDA's medwatch program that experienced hypoglycemia. The customer's blood glucose level was 42 mg/dl at the time. The customer reported that he was feeling tired and disoriented. He also reported that his blood glucose sometimes rose to over 300 mg/dl. The customer also had a blood glucose value of 28 mg/dl. The customer also reported that the sensor was not accurate, being off as much as 100 mg/dl. The insulin pump will not be returned for analysis.